Event description:
It was reported that the lead had oversensing and noise. Lead integrity software was installed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. Analysis revealed oversensing and noise. There were twenty-two ventricular nst (non-sustained tachycardia) less than or equal to 210 ms between (B)(6) 2012, 18:19:01 and (B)(6) 2012, 08:26:19. There were six vf (ventricular fibrillation) less than or equal to 210 ms average v-cycle between (B)(6) 2011, 01:38:00 and (B)(6) 2011, 06:17:16. And the ventricular short interval count v-sic equaled 18.9 counts avg/day, in 761.9 days, between (B)(6) 2010, 15:40:28 and (B)(6) 2012, 11:28:10.